Manufacturer narrative:
(B)(4). The lot 14b054 was manufactured on february 25, 2014 ¿ february 26, 2014. The device was not available for evaluation. A photograph was received, but no evidence of a leak was able to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was observed to have a leak at the end of the tubing (referred to as the ¿blue end cap¿). The user noted that the cap did not appear to be tightened sufficiently. The end of the tubing was cleaned and attached to the patient. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.